Event description:
Initial report: this serious spontaneous case report from (B)(6) was reported by a consumer on 29-jun-2010 - (B)(4). Initial and follow-up received on 29-jun and 02-jul-2010 respectively were processed together. This case involves a female patient (age nos) who was previously treated with hyaluronic acid (restylane) for 3 months (date nos). On (B)(6)-2009 (eight months ago), poly-l-lactic (sculptra) (dosage and indication nos) was injected in the corner of her mouth and along the "skin edge". The patient's medical history is significant for an operation (unknown time and type of operation). The patient reportedly takes no concomitant medication. The patient is now on sick leave due to intense affliction that has worsened particularly last month. She feels that nodules and water are left in the corner of her mouth after the injection of poly-l-lactic acid. She also feels that it is "almost like her nape and neck is paralyzed". She has received physiotherapy for the last 2 months. Event outcome is ongoing. No action taken with respect to poly-l-lactic acid. (B)(4) results were received. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches marketed in norway and the investigation results show that this kind of event isn't batch related.

Manufacturer narrative:
Conclusion: no faults detectable. Pharmacovigilance comment: sanofi-aventis company comment dated 06-jul-2010: this case involving a female patient (age unknown) who reportedly developed nodules and a feeling like her "neck is paralyzed" after treatment with poly-l-lactic (sculptra) lacks sufficient information for a complete medical assessment. Without a more detailed description of the events, medical confirmation of the events, patient's demographics, details of suspect drug administration (including indication, a clearer description of locations of sculptra injections, exact therapy dates, total volume injected, details of the reconstitution process, etc.), chronological details of the events, biopsy findings, and final outcome, a thorough medical evaluation of this case cannot be made.